Event description:
It was reported that during a nephrectomy par lsc procedure, the clip applier remains closed on vessel after firing trigger is push down. The applier was removed by placing clip (with reusable applier) adjacent to the instrument that was on the vessel and then cut off the vessel to remove the instrument. No adverse patient consequences. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.